Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw1916 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that after completing the placement procedure, blood could not be aspirated and only bubbles were aspirated through the arterial lumen, although blood could be aspirated through the venous lumen. It was stated a small amount of leakage was observed around the connector of the extension tube.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 15cm flexxicon ii acute dialysis catheter. The sample appeared free of obvious usage residues. A small split was observed just distal of the molded joint. Material discoloration was observed in the vicinity of the split. The split occurred near the part line in the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, during infusion through the red-luered lumen, leakage as observed emanating from the site of the aforementioned split. Microscopic inspection of the split site revealed that the split occurred within a concavity in the catheter material. The device profile in the vicinity of the split was irregular. Corresponding damage was also observed in the molded joint. The split characteristics, location and irregularity were consistent with damage that occurred during the over-molding process. Photographs of the complaint sample will be forwarded to the manufacturing site for further evaluation. Reynosa evaluation: based on the photo evaluation of complaint "leakage was observed around the connector of the extension tube¿, was confirmed due to the presence of a hole observed at the distal end of the bifurcation where the lumen with the red luer adaptor is located apparently this could be caused when the bifurcation was molded by an incorrect colocation of the core pins. The cause of this condition is manufacturing related. A lot history review (lhr) of rebw1916 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after completing the placement procedure, blood could not be aspirated and only bubbles were aspirated through the arterial lumen, although blood could be aspirated through the venous lumen. It was stated a small amount of leakage was observed around the connector of the extension tube.